Event description:
The customer stated that she was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 25 mg/dl. Troubleshooting could not be performed because the insulin pump was alarming button error. The button error alarm could not be cleared. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.